Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
In addition to what previously reported, litigation alleged friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood. As a result he began experiencing discomfort, inflammation, and injury.

Manufacturer narrative:
Product complaint # :(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, metal on metal liner exchange. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.

Event description:
In addition to what previously alleged, ppf alleged abductor muscle repair and metallosis. After review of medical records, patient was revised to address adverse tissue reaction that caused erosion in greater trochanter, swelling and stiffness also noted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.